Event description:
This lead was returned without documentation from boston scientific. The serial number on this lead is not readable. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 2/24/17 - the manufacturer was able to confirm the model name and model number, but not the serial number. Updated that information. The manufacture date is unknown, since the serial number is unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to forces applied during the surgery. Furthermore cuts in the insulation were observed which most likely occurred during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.